Event description:
The physician performed an ifr case on a pt to treat the stenosis in a rca. He used the verrata wire for the pci. He used a balloon for dilation of the stenosis. After stenting the stenosis the verrata wire broke in the lesion and the distal part could not be retrieved with a snake. The physician had to place a stent distal to the stented stenosis to save the broken part of the verrata in the vessel..

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. No physical product investigation was possible as the wire was discarded at the hospital. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for the same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.